Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 16-feb-2018, a field service engineer (fse) reviewed the chromatograms and confirmed low total areas were persistent on whole blood patient samples. The fse replaced the syringe-s (small syringe) and ran whole blood samples with no change in low total areas. The fse then replaced the sampling needle assembly with some improvement seen on low total areas, but not within manufacturer's specifications of 700-3000. The fse then proceeded to replace the sample loop assembly and ran whole blood samples and total areas recovered within acceptable range. The fse ran calibration and quality controls, which passed. The g8 instrument was operational in accordance with manufacturer's specifications. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 14-jan-2017 through aware date (B)(6) 2018. There were three (3) similar complaints identified during the searched period, which includes this event. The g8 variant analysis mode operator's manual under chapter 1, introduction and applications, states the following: limitations of the procedure: total area: dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Interpretation of results: results will not be reported if the total area (ta) is <500 which can be seen in severe anemia. Results will not be reported if the ta is >4000 which can be seen in polycythemia. (See "abnormal red cell survival in previous section). The optimal goal for total area is between 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. The most probable cause of the reported event was due to an occluded sample loop assembly.

Event description:
On (B)(6) 2018, a customer reported getting low total areas of 200 to 500 (optimal range 700-3000) on patient samples with the g8 instrument. The customer has to dilute the patient sample in order to get total area within range. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.